Event description:
Upon removal of the wire fiber v2, physician noted that the cage and wire assembly were no longer attached to the device. The physician was unable to locate the missing portion of the device, in the patient's limb, through ultrasound at the time of the event or at a one-week follow-up exam. No additional follow-up treatment was performed on the patient to locate or remove the missing device assembly.

Manufacturer narrative:
The manufacturer has identified the probable root cause as a degradation of the adhesive bond to the distal cage/wire assembly.